Manufacturer narrative:
Review of device manufacturing record history confirmed device met pre-release specifications.

Event description:
On (B)(6) 2007, a gore propaten vascular graft was implanted in a bypass procedure. The procedure was performed in the patient's right leg, from a previously implanted graft (unknown manufacturer) to above-knee popliteal artery. Indication for treatment was arterial thrombosis. During the primary procedure, an endartectomy was done in the right above-knee popliteal aftery. A thrombectomy was also done at the ilio-femoral artery. Within one month post-implant, a thrombosis led to an amputation.